Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a sample evaluation could not be performed as the device was not returned. Images were not provided. Medical records were provided and reviewed. The medical record review allege that the ivc filter was placed due to possibility of high-risk perioperative thromboembolic events prior to bariatric surgery and was successfully deployed at the level of l3 between the renal veins. Approximately two months post deployment, the patient presented with sob, CT scan revealed that multiple bilateral pulmonary emboli both in the right main and left main pulmonary arteries and branches. Four days followed by that, the filter was planned to remove but then due to the apposition of the apex of the ivc filter onto the anterior luminal wall of the vena cava, the retrieval was not successful. Therefore, the investigation is confirmed for the filter tilt, retrieval difficulties and post implant pe. The ivc filter was deployed between the renal veins but the IFU states that the filter should be placed below the renal veins. So the placement of the filter might be the cause for filter allegations. However, based upon the available information, the definitive root cause is unknown. Labeling review: the current instructions for use: precautions: the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. Position the retrieval hook 1 cm below the lowest renal vein. Vena cavography must always be performed to confirm proper implant site. Radiographs without contrast, which do not clearly show the wall of the ivc, may be misleading. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 11/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time, post filter deployment, it was alleged that the filter tilted and embedded in the wall of ivc and was unable to retrieve. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure . The patient experienced pulmonary embolism post filter implant; however, the current status of the patient is unknown.